Manufacturer narrative:
Additional information: d9, h3, h6, h7, h9, h11. H11: the actual device was received for evaluation. Visual inspection was performed and a black speck particle of foreign matter was identified inside the sealed unopened bag on the connector. The reported condition was verified. The cause of the condition could not be determined; however, may likely be due to the manufacturing or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume with luer lock end syringe inlet was contaminated. This was observed during a complete sweep of supplies in the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.